Event description:
It was reported that this tactra malleable penile prosthesis migrated proximally. The patient underwent surgery in order to replace the device. There were no patient complications.

Event description:
It was reported that this tactra malleable penile prosthesis migrated proximally. The patient underwent surgery in order to replace the device. There were no patient complications.